Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient received an inappropriate shock due to the subcutaneous implantable cardioverter defibrillator (s-ICD) oversensing the twaves and double counting the qrs.. It was noted that the patient has bigeminy. The s-ICD was reprogrammed to a different sensing vector. Over one year later the s-ICD was explanted for continued inappropriate therapy due to twave oversensing and double and triple counting of the qrs. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted surface electrocautery damage. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.